Event description:
It was reported that a (B)(6) male patient underwent an premature ventricular isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and mental status changes. It was reported that during a second pvi procedure when they were conducting re-isolation of the pulmonary vein and superior vena cava that cardiac tamponade occurred. The patient¿s condition suddenly changed 3 hours after surgery, and drainage was performed, 500 ml was removed. The electroencephalogram was affected, and the patient said that his consciousness had not returned yet. The physician commented that since the condition changed over time and there were no particular abnormal values (cf, impedance, etc.) In ablations during the procedure, and there were no problems, he considered that the procedure during ablation was not the direct cause. More information has been requested regarding mental status changes/ consciousness but as of now none has been provided, therefore it will be documented as mental status changes. If new information is provided this complaint will be reassessed accordingly. This adverse event was discovered post use of biosense webster products. The physician commented that the cause of cardiac tamponade was unknown but not directly related to bwi product or procedure. The medical intervention provided was drainage. The patient outcome of the adverse event is unchanged, affected the electroencephalogram, and currently consciousness has not recovered. The patient is still hospitalized without recovery of consciousness. Generator information: smartablate, serial number was unknown. Because of pv isolation, transseptal puncture was performed. They tried to obtain detailed information, but we were unable to obtain the information about needle product information. Prior to noting the pe or CT, ablation was performed. The event occurred 3 hours after the procedure completed. There was no evidence of steam pop. It was not reported that inappropriate use was conducted without instructions for use (IFU) regarding irrigated catheter. Conservatively this will be considered an adverse event and reportable for cardiac tamponade and mental status changes, even though reporter states that, ¿the physician commented that the cause of cardiac tamponade was unknown but not directly related to bwi product or procedure¿ as ablation was performed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30637749l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, bwi received additional information regarding the event. The patient outcome of the adverse event is unchanged, affected the electroencephalogram, and currently consciousness has not recovered. The patient is still hospitalized without recovery of consciousness. The physician commented that the procedure during ablation was not the direct cause because the patient's condition changed after the end of the procedure and no problems occurred with no cf or impedance abnormalities during the procedure. No stroke occurred. The physician commented that the procedure during ablation was not the direct cause because the patient's condition changed after the end of the procedure and no problems occurred with no cf or impedance abnormalities during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-feb-2022, bwi received additional information regarding the event. The patient did not experience a cerebrovascular accident or transient ischemic attack. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).